Manufacturer narrative:
The pump passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed self-test five times. Customer's blood glucose level was 233 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.